Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Customer blood glucose reading was 6.2 mmol/l. Customer stated the alarmed happened during bolus but was able to rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed displacement test and selftest. No pump error 53 at pump history file and no pump error 53 during testing.